Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify how many devices presents this issue (pull off suture needle) it mention after opening multiple strands, it is unclear if it occurred with several devices. Please clarify. There were 7 used in the or that popped. I tested another 6 from other packs in the supply room that did the same thing. Events reported via: 2210968-2022-06498, 2210968-2022-06494, 2210968-2022-06495, 2210968-2022-06496,2210968-2022-06499, 2210968-2022-06499.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, the needle pops off the suture after one throw. After opening multiple strands, the procedure was able to be completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: unopened samples of product were returned for evaluation. Visual inspection and functional tests were conducted on the returned device. The condition of the returned samples were evaluated and no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no anomalies observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2022-06493, 2210968-2022-06494, 2210968-2022-06495, 2210968-2022-06496, 2210968-2022-06497, 2210968-2022-06498, and 2210968-2022-06499. Analysis results have been included in follow-up reports for each.